Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate. Reportedly, the customer did not adjust the pump time for daylight savings. Customer's blood glucose level was not impacted. Tandem technical support guided the customer through adjusting the pump time to be accurate.